Event description:
The affiliate reported that the valve was no longer working. As a result, the device was revised. When the valve was removed, it was noted that there was something moving around in the valve.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that a visual examination found that the device returned was product code 82-3100 and not that of 82-3162 as initially reported by the customer. It was also noted that during the visual inspection, the valve revealed that the stator was dislodged therefore; the cam position/pressure could not be determined. No other additional damage was noted. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Enhancements were made to the stamping tool during the 2004/2005 timeframe, which was designed to minimize this type of dislodgement. The device was manufactured prior to the enhancements. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.